Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of atrial perforation (atrial septal defect (asd)), is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported asd in this incident appears to be related to patient morphology/pathology and/or user technique/procedural conditions; and unrelated to the device since there was no reported device issue/malfunction during the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the atrial septal defect that required a septal closure device. It was reported that on (B)(6) 2019 this was a mitraclip procedure to treat grade 3 degenerative mitral regurgitation (mr). One mitraclip was implanted but mr was not reduced; it remained grade 3. On (B)(6) 2019 the patient had symptoms (shortness of breath at rest, cough, leg swelling, pitting edema, rales, anasarca) of worsening heart failure and was re-admitted to the hospital. On (B)(6) 2019 a second mitraclip procedure was performed. The original mitraclip was stable on both leaflets and there was no leaflet/chordal damage noted. Poor tissue quality was noted on the posterior leaflet. The pre-procedure mr grade was 4. Two mitraclips were implanted through the original trans-septal puncture via the steerable guide catheter and mr was reduced to grade 3. There was an atrial septal defect which required closure with a septal closure device. The patient was extubated from the ventilator and has been transferred to a step-down unit. No additional information was provided.